Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that there were cracks on the insulin pump. The customer's mother also reported that they received several no delivery alarms. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that there was a bent cannula. The customer's mother stated that the no delivery alarms were resolved by changing the infusion set. The customer's mother stated that the insulin pump was bumped. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.